Manufacturer narrative:
(B)(4). Evaluation results: endoleak; severe calcification at the rcia. Conclusion: severe calcification at the rcia.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.0 cm thoracic aortic aneurysm. The lesion was a fusiform aneurysm at zone 4. Vessel morphology was reported as severe calcification at the rcia. The proximal neck was 36mm in diameter. The distal neck was 33mm in diameter. The length of the aneurysm was 100mm in diameter. The device was successfully implanted. It was reported fifteen days post initial implant that a CT confirmed a type ib endoleak. Three days later, the pt was treated with another manufacturer's balloon and the endoleak resolved. No clinical sequelae were reported, and the pt is fine.